Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a recent implantable cardioverter defibrillator (ICD) shock on (B)(6) 2025 at around 11:30am. Log files were sent for review, and the log file captured routine events, with no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced ventricular fibrillation. The patient felt the shock with no prodromal symptoms. The arrhythmia did not result in clinical compromise. The ventricular fibrillation was not sustained. The patient had a history of arrhythmia pre-left ventricular assist device (lvad). The arrhythmia was thought to be device or therapy related. The ICD was implanted prior to vad, and the reason for the ICD implant was reduced ejection fraction. The arrhythmia resolved.